Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, when powering on the ventilator, the touch key did not react. There is no patient involvement associated with this event.